Manufacturer narrative:
The reported event is inconclusive since no sample was returned. A potential root cause for this event could be, "material selection". Based on the reported information the device was used for treatment purposes, it is unknown if the device met specifications or contributed to the reported event. No manufacturing discrepancies were found in the DHR review that could have contributed to the reported issue; therefore, no additional action is required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." "The insertion of a ureteral stent should only be done by those individuals who have comprehensive training in the techniques and risks of the procedure." "Withdraw the guidewire slowly. The stent will form a pigtail automatically." "Carefully remove the push catheter." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the front tip of the catheter was found to be broken when the line was removed from the double j ureteral stent. Customer had to use another optima stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the front tip of the catheter was found to be broken when the line was removed from the double j ureteral stent. Customer had to use another optima stent.